Event description:
Respiratory therapy was called to patient's room as patient was cyanotic and high pressure alarming on ventilator. Rt was unable to pass the suction catheter or manually ventilate. Inner cannula was found to have a large crack in distal end of cannula and large mucous plug was stuck at the same site. Cannula was left out and patient was returned to the ventilator. No patient harm.